Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The keloid is reportedly not device related, but a genetic condition. The recipient is currently wearing the device. This is the final report.

Event description:
The recipient is reportedly experiencing a keloid at the implant site. The recipient was prescribed oral prednisolone (5mg) for 3 days and then referred to dermatology for steroid injections.